Event description:
Event description guidant received information that during a follow-up pacemaker check, this device displayed a longevity remaining of 2.5 years and the battery gas gauge was pointing to beginning of life (bol), despite a decrease in programmed outputs. It was noted that 6 months prior, the longevity remaining had been 5.0 years.